Manufacturer narrative:
H6-device codes: updated. (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, there were difficulties while tracking, and when pushed more on the distal, the shaft broke. The device was completely removed from the body of the patient, and the procedure was completed using an alternate device. There were no patient complications, and patient is stable post procedure.

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, there were difficulties while tracking, and when pushed more on the distal, the shaft broke. The device was completely removed from the body of the patient, and the procedure was completed using an alternate device. There were no patient complications, and patient is stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).